Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, the keypad was found to be torn at the up arrow button. The up arrow button was found to be stuck in the "on" position. The keypad was inoperable. The keypad was removed and the up arrow button contact was observed to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.